Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a pink image during maintenance involving an olympus camera head. The customer suspected that the the pink image occurred due to camera head cable. There was no patient involvement reported.